Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. The test failed showing as a steady stream of bubble coming from the cut surface at approximately 250° on the cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a potted fiber fragment was noted from the same area as the leak. The fiber measured approximately 0.75 inches from the potting surface, the opposing end was not isolated. Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred 12-20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an internal blood leak. After the patient was disconnected, a leak was visually observed on the arterial end of the dialyzer and moving towards the opposite end. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available and arrangements were made to return the reported product to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred 12-20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was noted as being an internal blood leak. After the patient was disconnected, a leak was visually observed on the arterial end of the dialyzer and moving towards the opposite end. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available and arrangements were made to return the reported product to the manufacturer for physical evaluation.